Manufacturer narrative:
Device is still in service and not available for return at this time.

Event description:
It was reported that this patient has had a sore on their side for the past year. Upon further inspection the device has eroded. There are plans for the physician to explant the device, however the system is still currently in service. No other adverse events were reported at this time.